Event description:
It was reported that an unknown peritoneal dialysis (pd) patient had catheter issues and was not happy with all his surgeons. The patient has not had adverse effects from the use of any fresenius device, or product. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).